Event description:
It was reported that the 9800 system locked up during a procedure. The system had to be rebooted multiple times. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer circuit board and associated components were replaced. The system was tested and found to be working as intended and placed back into service.